Event description:
On 19 may 2026, it was reported by a sales representative via email that an ar-2324kpslc-1, 4.75mm peek knotless swivelock was reported that the swivelock would not engage and the turning mechanism was not working on inserter. This occurred on (B)(6) 2026 during a rotator cuff repair procedure. The case was completed successfully using an arthroscopic and mini open. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.